Event description:
In 2007, this pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses trunk-ipsilateral leg component, contralateral leg component and aortic extender component. The trunk-ipsilateral leg component and contralateral leg component were placed and a final angiogram showed a slight proximal type I endoleak. The aortic extender component was placed successfully obtaining a good seal. The physician decided to balloon the cuff with a cook coda balloon. The balloon was over inflated and ruptured. A second coda balloon was used in the stenosed right common iliac. Once again, the balloon ruptured. Final angiograms were taken and the devices looked good. The pt left surgery in stable condition. Later that evening, the pt was in distress and was taken to the or. The pt's aorta had ruptured, the pt was opened and subsequently died.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted and involved in this event; contralateral leg component (pxc141400) and aortic extender component (pxa280300).